Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2017. The reaction was located on the around the sensor adhesive where additional adhesive was placed. The patient's mother stated that she had placed the sensor on the patient's body on (B)(6) 2017, she noticed that patient started to experience itching and irritation on (B)(6) 2017. The patient's mother removed the sensor on (B)(6) 2017 due to irritation and inflammation. On (B)(6) 2017, patient's mother took her to the emergency room (ER) to receive treatment for the reaction. At the ER the patient's mother was advised to obtain over the counter (otc) oral benadryl and benadryl cream, which the patient was given to treat the reaction. At the time of contact, the patient was treating with otc medication. No additional event or patient information was provided. Labeling indicates: the dexcom continuous glucose monitoring system (cgm) is a glucose monitoring system indicated for the management of diabetes in persons age 2 years and older.